Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that the bed had a broken footboard and there were sharp edges. No patient involvement or adverse consequences are reported.